Event description:
Lap sigmoidectomy procedure. Cs33 dlu was fired and received "firing incomplete" message then "replace flexshaft" was displayed. The anastomosis had to be re-resected, laparotomy and a temporary colostomy had to be performed. Another device was used to complete the case without further incident.